Manufacturer narrative:
E1 facility address:(B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head experienced noise appearing in the image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found color bars due to cable failure, white pixel defects and packing corrosion. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head experienced noise appearing in the image. There were no reports of patient harm.